Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the o-ring. Additionally, an occlusion alarm occurred. Reportedly, the customer changed all supplies and resumed insulin therapy. The customer's blood glucose was 486-487 mg/dl.